Event description:
It was discovered during this patient's endoscopy procedure that struts from the patient's ivc filter extended into the patient's duodenum. A CT study was performed and dr (B)(6) was consulted to possibly retrieve the celect ivc filter, but seeing that the struts penetrated the ivc into the duodenum and also possibly a lumbar disc, recommended the patient have this filter surgically removed. There were not adverse effects to the patient.

Manufacturer narrative:
(B)(4). No device returned, but evaluation is based on the returned images, only limited CT scans available. Images from the (B)(6) 2010 show filterlegs perforating the vena cava wall and extending into the duodenum. This is confirmed by the images from the endoscopy procedure, but it does not clearly appear which are primary legs and which are secondary legs. Another filter leg is near the vertebra (lumbar disc). The filter is not significantly tilted. The evaluation is based on the description and the returned images. Available images from the (B)(6) 2010 show filterlegs perforating the vena cava wall and extending into the duodenum. This is confirmed by the images from the endoscopy procedure. Another filter leg is near the vertebra. It should be noted that procedurally manipulation, in the area of a deployed filter may cause the filter to perforate the caval wall. Filter perforation of the vena cava wall is a well known risk. Several case reports published in articles, describe filter perforation of the vena cava wall. Despite perforation, they all end up in successful filter retrieval. "There are no published guidelines for surgical or endovascular removal of perforated ivc filters. Removal is considered based on the severity of symptoms and perceived long term adverse outcomes", as stated in article [1]. This article and the following three articles seem relevant.